Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and in atrial fibrillation (af) with rapid ventricular response. A device interrogation revealed high left ventricular (lv) lead impedance in all but one pacing vector. The physician plans to re-secure the connector pin in the header of the cardiac resynchronization therapy defibrillator (crt-d) at a future date when the patient is more stable as they were to undergo cardioversion. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.